Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact.broken jaw and cam the analysis results for the el5ml device found that it was returned with the cam and jaw ramp broken. When testing the device for functionality it was noted to be empty and the lockout was fired through. It should be noted that: ¿do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed¿. A corrective action has been initiated to address the root cause of the broken jaw/cam issues. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed and the device locked out. Another device was used to complete the procedure. There were no adverse consequences for the patient.